Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Leaking noted between 15-20cm, there are three circumference splits.